Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-13963 and 3006705815-2022-13965. It was reported the patient experienced warm sensation at the implant site during an MRI scan. It was confirmed ipg was set to MRI mode prior to the scan. Issue resolved on it's own after the scan, reportedly.